Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose reached 420 mg/dl after wearing the pod between 24 and 36 hours on the arm. The patient was vomiting and "passed out." Subsequently, she was taken to the emergency room (ER) and diagnosed with "high bg levels" and ketones measuring "large." Prior to being taken to ER, a 10 unit manual injection of insulin was administered. While at ER, treatment included intravenous "solution drip" and administration of insulin.